Manufacturer narrative:
Additional/updated information provide from mw 5094039: b.5, d.10, e.4, g.3, h.3, h.6. The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
It was reported that the device lost power during transport. Five minutes after being unplugged, there was a patient side occlusion alarm at 18:02:01. Normosol was infusing at 75ml/hr at this time. The pump was restarted at the same rate at 18:02:17. One minute later, a pump channel disconnect alarm occurred, followed by "flashing red and green lights" and the pcu shut off unexpectedly. It was reported there were three additional modules attached to this pcu at the time of event. One module, with piperacillin /tazobactam hung, but not infusing; and two additional modules that were "idle." There was no patient harm. There was no medical or surgical intervention required as a result of the event. Although requested, no patient information was provided. Received a copy of the customer's sus voluntary event report from FDA which states, "on (B)(6) 2020 around 1800, the a laris brain screen reportedly turned completely white, the channels started flashing then turned off on (B)(6) 2020 a pump was running with one pcu and 2 modules for a critical care patient, one module was infusing normosol the pump had been plugged in all day the pump was then unplugged for patient transportation to imaging five minutes after being unplugged, the pump alarmed with "patient side occlusion" the rn checked the line and found no occlusion and restarted the pump one minute after restarting, the pump alarmed "pump channel disconnected", started flashing red and green lights, then the entire pcu shut off internal investigation verified the normosol was infusing upon review it was determine the normosol was not integrated with the ehr rather it was manually programmed using the guardrails it was confirmed that the nurse did receive the "patient side occlusion" alarm and then proceeded to restart in the infusion at the same rate of 75ml/hr biomed review shows the module was infusing and alarmed at 1802, restarted at 1802, powered off then back on at 1803".

Event description:
It was reported that the device lost power during transport. Five minutes after being unplugged, there was a patient side occlusion alarm at 18:02:01. Normosol was infusing at 75ml/hr at this time. The pump was restarted at the same rate at 18:02:17. One minute later, a pump channel disconnect alarm occurred, followed by "flashing red and green lights" and the pcu shut off unexpectedly. It was reported there were three additional modules attached to this pcu at the time of event. One module, with piperacillin /tazobactam hung, but not infusing; and two additional modules that were "idle." There was no patient harm. There was no medical or surgical intervention required as a result of the event. Although requested, no patient information was provided.

Manufacturer narrative:
The report of a pcu shutting off during transport was not confirmed in the instrument logs. However, the report of pump modules exhibiting channel disconnect alarms was confirmed and reproduced during testing. Pcu event log review identified that the system alarmed for a channel disconnect on two separate occasions: the first instance was at 6:02:53 pm. All 4 pump modules lost power and were recorded as unit removed. Pump module sn: (B)(6) was infusing ivf maintenance at the time of the event at the reported rate of 75 ml/h for normosol. The infusion of normosol was unable to be confirmed. The system continued to be in use after this incident. The second instance of a channel disconnect occurred at 6:37:04 pm. All 4 pump modules lost power and were recorded as units removed. Three seconds later, all pump modules were re-added to the system and remained in an idle state. The device continued to be in use after this second incident. Iui testing was able to reproduce the channel disconnection when attaching devices to the pcu's male iui, suspected to have been related to the reported incident. The technical service manual table 6-1 troubleshooting for channel disconnected suggests to visually inspect the device iuis and replace iui connector(s) if necessary. The root cause of the pcu reportedly shutting off during transport was determined to be channel disconnect events, believed to be the result of contamination on the contact pins of the pcu¿s male iui connector.

Event description:
It was reported that the device lost power during transport. Five minutes after being unplugged, there was a patient side occlusion alarm at 18:02:01. Normosol was infusing at 75ml/hr at this time. The pump was restarted at the same rate at 18:02:17. One minute later, a pump channel disconnect alarm occurred, followed by "flashing red and green lights" and the pcu shut off unexpectedly. It was reported there were three additional modules attached to this pcu at the time of event. One module, with piperacillin /tazobactam hung, but not infusing; and two additional modules that were "idle." There was no patient harm. There was no medical or surgical intervention required as a result of the event. Although requested, no patient information was provided. Received a copy of the customer's sus voluntary event report from FDA which states,"on (B)(6) 2020 around 1800, the a laris brain screen reportedly turned completely white, the channels started flashing then turned off on (B)(6) 2020 a pump was running with one pcu and 2 modules for a critical care patient, one module was infusing normosol the pump had been plugged in all day the pump was then unplugged for patient transportation to imaging five minutes after being unplugged, the pump alarmed with "patient side occlusion" the rn checked the line and found no occlusion and restarted the pump one minute after restarting, the pump alarmed "pump channel disconnected", started flashing red and green lights, then the entire pcu shut off internal investigation verified the normosol was infusing upon review it was determine the normosol was not integrated with the ehr rather it was manually programmed using the guardrails it was confirmed that the nurse did receive the "patient side occlusion" alarm and then proceeded to restart in the infusion at the same rate of 75ml/hr biomed review shows the module was infusing and alarmed at 1802, restarted at 1802, powered off then back on at 1803"

Manufacturer narrative:
No product returned. Because no device or device logs were returned or expected to be returned, no failure investigation could be performed. The root cause of the customer's experience was not identified.

Event description:
It was reported that the device lost power during transport. There was no patient harm.